Event description:
Patient was implanted with a prodisc c device, however the patient had ongoing pain and numbness. Surgeon made the decision to remove the prodisc c cage and fuse the patient through an acdf approach. Removal surgery took place on (B)(6) 2022.

Manufacturer narrative:
It was reported that a patient was implanted with a prodisc c device, however the patient had ongoing pain and numbness. On (B)(6) 2022, the surgeon removed the pdc device and fused the patient through an acdf approach. A DHR review could not be completed as the part number and lot number were not provided. Complaint trending showed the rate of complaints to be within the rates defined in the risk documentation. The risk assessment found that the harms associated with the complaint are identified and mitigated to an acceptable level. A device evaluation could not be completed as the pdc implant was not returned for evaluation. No indication of the cause for the pdc removal, the surgeon stated that there was no problem or malfunction of the implant, the complaint investigation outcome is unknown. This submission is 1 of 1 devices involved in this event.